Manufacturer narrative:
Device is a combination device. Initial reporter state-hiroshima prefecture. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was missing. There was multiple buckling to the sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). Ipsilateral antegrade approach was performed with a non-bsc 6f introducer sheath. The lesion was predilated. A 6x80x130 eluvia drug-eluting vascular stent system was advanced; however, resistance was felt when delivering the stent from the side hole to the placement point. The shaft of the delivery device was stuck with the stent and the stent shortened after full deployment. A second stent was selected. The 6x40x130 eluvia drug-eluting vascular stent system was deployed approximately 3cm then became difficult to deploy with the pull grip; therefore the whole system was pulled to fully deploy the stent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device is a combination device. (B)(6).

Event description:
It was reported that the stent partially deployed. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). Ipsilateral antegrade approach was performed with a non-bsc 6f introducer sheath. The lesion was predilated. A 6x80x130 eluvia drug-eluting vascular stent system was advanced; however, resistance was felt when delivering the stent from the side hole to the placement point. The shaft of the delivery device was stuck with the stent and the stent shortened after full deployment. A second stent was selected. The 6x40x130 eluvia drug-eluting vascular stent system was deployed approximately 3cm then became difficult to deploy with the pull grip; therefore the whole system was pulled to fully deploy the stent. There were no patient complications reported and the patient's status is good.